Manufacturer narrative:
The device was received with the cannula deployed and needle retracted. Inspection of the needle mechanism components found no damages or deficiencies that would result in the needle mechanism deploying early. The needle mechanism was reset and fired properly during the investigation. Although no issues were noted with the needle mechanism, it could not be determined when the needle mechanism deployed. The device was reset, paired to the master pdm, and programmed to deliver a 5-unit bolus. The device communicated with an unused pdm and was able to successfully be activated with no issue. Root cause for the reported events could not be determined.

Manufacturer narrative:
The device has been returned/received to date. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the cannula was already sticking out when the patient removed the needle guard cap to apply the pod.